Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, while in the left atrium (la), a leak was observed in the flush port requiring aspiration. The flush port was then examined, and it was observed to have a crack and a hole in it. Therefore, the sgc was removed and replaced. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported cracked and damaged flush port was unable to be determined. The reported leak was a cascading event of the reported cracked and damaged flush port. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.